Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low readings from the insulin pump. The customer's blood glucose reading was 135 mg/dl during hospital visit. The customer had trouble with the pump turning on and off. The customer thought that he was having a stroke. The cause of the hospitalization was fluctuating blood glucose readings. The customer was not involved in a vehicle accident.